Event description:
It was reported that after a replacement surgery the impedance tests gave some measurements that were "out of range" again. The electrodes involved in programming had impedances "in the ranges" and positive clinical effects, so they decided not to replace the lead. One week later on (B)(6) 2012 at a follow up appointment all the impedances were "out of range" and there was no clinical efficacy. Further information has been requested. If more information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2012-06042 for information on an event related to a previous device the patient had.

Manufacturer narrative:
(B)(4). (B)(6).